Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to internal hybrid layer capacitor (hlc) battery, designator bt2. Bt2 was unable to hold a charge and became depleted. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and the attention icons. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and the attention icons. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).